Event description:
A customer reported their x8-2t transducer had a crack in the sheath. This probe is associated with the epiq cvx ultrasound system. The issue was found outside of patient use, and there was no patient or user harm. Philips has started an investigation, and upon completion, a follow up report will be submitted.